Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of 01mar2026-18apr2026 was downloaded and reviewed. Review of the cloud data found that all bolus records captured in the cloud during this period had a started record and a completed record. The patient history buffer data showed that the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus was actively delivered. The cloud data showed that no pod discards occurred during this period. It could not be conclusively determined if any bolus records were being marked as unconfirmed in the application based on the cloud data. The exact cause of the reported unconfirmed bolus could not be conclusively determined.

Event description:
The parent reported that the patient experienced an unconfirmed bolus on the omnipod 5 system and was unsure how much insulin was delivered. The parent recalled observing movement of the status bar during the bolus. The patient reported that only 3.4 units of a planned 10-unit bolus appeared to be confirmed. The parent planned to change the pod upon returning home. The parent was advised to closely monitor glucose levels, as the exact amount of insulin delivered could not be confirmed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event of bolus not being delivered. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.